Event description:
The customer contact reported unable to operate touchscreen at all even after cleaning it. There were no reports of any adverse patient events or reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was found to be out of calibration. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the touchscreen was found to be out of calibration. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.